Event description:
The patient reportedly experienced loss of lock between the external equipment and the cochlear implant. External equipment was exchanged, however, this did not resolve the issue. Testing confirmed that the patient's device was not functional. Revision surgery has been scheduled.